Event description:
It was reported to boston scientific corporation that while employing a leveen needle electrode during a therapeutic radio frequency ablation (rfa) procedure in a patient (age unknown), the physician encountered difficulty retracting the tines. The rfa procedure was performed with an open incision to the stomach. The size of the tumor was approximately 4 cm and very hard. The gap between that handle and the plunger was larger than usual. After several employments, the cannula detached during ablation. In 2007, follow up information revealed that after the third ablation, the physician was unable to retract the tines at all. The device was removed from the patient with the tines fully deployed. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This device has been received and evaluated by the manufacturer. As received, the array was extended and the handle was retracted upon return. The array was slightly deformed upon return. The array and the cannula moved together when the plunger was actuated. The array was found to be bent slightly. The continuity of the tines on the array were found to be able to conduct current indicating proper connectivity between the array and the handle of this device. The flared end of the cannula was slightly out of round possibly due to being scraped on the inner wall of the body during use. The customer complaint was confirmed. The most probable root cause appears that the flare on the proximal end of the electrode cannula was moved proximally and distally due to excess force applied to the device during use. A CAPA has been initiated to address this failure mode. A device history report revealed one issue for non conforming material that is not related to this complaint. A lot history search was performed and found one other complaint against lot number 9690998 for the same issue. The july 2007 15-month rf probes trend report was reviewed and the product family is not at or above the complaint alert limit and does not show a negative trend.